Manufacturer narrative:
H.6. Investigation summary: received a 20ga nexiva catheter-adapter extension set along with a piece of top web (packaging) from lot number 9099595. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: ¿traces of blood were observed throughout the components of the catheter-adapter assembly. ¿the unit was received with the pinch clamp fully engaged. ¿damage (cut) on the extension tubing (at about 19mm from the nose of the y adapter) was found. Water-leak test (qcge-011): ¿leakage was observed during the performance of the water leak test. An air bubble was seen. The source of the leakage was the cut on the extension set. Conclusion: indeterminate: a definite source that caused the damage on the extension tubing (associated with the leakage observed) could not be determined. It is unknown if it occurred during manipulation of the product at user environment or during the manufacturing process.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 383536 batch no. 9099595 it was reported that extension tubing reported some leaking. When visualizing the extension tubing, it was determined that fluid was leaking out through small holes near where the clamp would be.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 383536, batch no. 9099595. It was reported that extension tubing reported some leaking. When visualizing the extension tubing, it was determined that fluid was leaking out through small holes near where the clamp would be.